Event description:
It was reported by the repair technician that the device continuously runs. It is unk if there was pt involvement or adverse consequences due to the event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint was verified. The trigger was replaced and the device was returned to the account.